Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records revealed that the holding sleeve was manufactured by magnum manufacturing and processed per specification requirements. There were no complaint-related anomalies. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
It was reported that during a posterior lumbar fusion procedure, the tech was trying to thread the sleeve onto the screw and noticed that the start threads on the tip of sleeve had started to peel. A different sleeve was used and the procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 05/03/2012.

Event description:
This is report 1 of 1 for file (B)(4).